Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port isp MRI implantable port attached to a groshong catheter in two segments were return for sample evaluations. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A compound break was noted on the attached catheter on the distal end of the cath-lock. A complete compound break was noted to the distal end of the attached catheter. A complete compound break was noted to the proximal end of the distal catheter segment. The edges of the compound break on the attached catheter were noted to be uneven and surface was noted to be round and smooth in both regions. The edges of the complete compound break on the distal end of the attached catheter, proximal end of the distal catheter segment was noted to be uneven, and surface was noted to be round in one region and smooth in the other region. Kinks and a split were noted on the attached catheter. Therefore, the investigation is confirmed for the reported fracture and identified material separation, wear and deformation issue. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post a port placement, the catheter was allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three years post a port placement, the catheter was allegedly fractured. There was no reported patient injury.